Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 42-0425 mg/dl. The customer was treated with intravenous saline and insulin and was released from the hospital on (B)(6) 2024 with the reported issue resolved and no permanent damage. The cause for the reported issue was unknown. The customer declined to perform a pump system check with tandem technical support.